Event description:
A customer reported to magellan diagnostics technical service (ts) that upon opening a new lot 2422m-01 leadcare ii blood lead test kit (catalog number 70-6762), they discovered that the level 1 control vial was partially broken. The customer provided the attached image file "(B)(6) cust broken vial pic.pdf" to document the situation. A new set of lot 2422m controls were shipped to the customer. The broken vial could not be safely shipped back to magellan for evaluation so it was destroyed by the customer. The reporter stated that no injuries or harm resulted from this event, nevertheless magellan diagnostics is reporting this incident under the medwatch program in an abundance of caution as the malfunction could have contributed to an injury. Attachments: (B)(6) cust broken vial pic.pdf.

Manufacturer narrative:
Magellan diagnostics performed a review of complaint investigations from 2024. This complaint was not associated with an adverse event and was initially determined to be not reportable. This complaint was selected for reporting under the medwatch program after a conservative re-review of the complaint information with a bias toward reporting incidents that have any potential for any injury, serious or otherwise.